Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Type of report-correction. Initial submission erroneously indicated that this was a 5-day report. Follow-up 001 was submitted to correct the error. Follow-up 002 is being submitted to explain the nature of the correction. Report type should have always been selected as initial (30 day report).